Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a (B)(6) that had a peripheral inserted central catheter line placed in the femoral vein that was heplocked and clamped. After 2 hours of the insertion the blood had come back up on the line. There was patient involvement, however, there was not any report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned for an evaluation. A visual inspection was performed with no defects observed. A functional test was performed for occlusion by flushing 10 cc of saline using normal thumb pressure and no occlusion was observed. A reflux of -6.64 microliter was observed when fully attaching and detaching the one-link sample provided to a 3ml becton dickenson luer lock syringe. This is within the acceptable specification of < 15 microliter. Therefore, the reported condition was not confirmed and the cause of the condition has not been identified. A batch review could not be performed as the lot number is unknown.